Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported during a meniscal repair that three of the customer's 12 degree omnispan needles deployed at the same time. He stated the surgeon may have gotten caught on tissue, and that it was a tight knee which may have contributed to the issue. The surgeon cut the three sutures, made the portal larger and used another like applier and needles to complete the procedure. There were no patient consequences and a minor delay in surgery time, less than 30 minutes. Please see also medwatch reports 1221934-2018-50761 and 1221934-2018-50763.